Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Concomitant medical products: 5524m45 lead, implanted (B)(6) 1997.

Event description:
It was reported that there was noise and oversensing observed on the patient's right ventricular (rv) lead. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.